Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller.

Event description:
Boston scientific received information that this patient presented to the emergency room with complaints of being dizzy and lightheaded. A download of the device data was performed and reviewed. Three episodes of atrial tachycardia response (atr) were in transmission and were reviewed and noted to potentially be a combination of a true atrial arrhythmia and some oversensing. A review of the daily measurements identified some atrial pacing impedance measurements at or near 200 ohms in the past six months. The lead had previously been programmed to unipolar configuration for sensing and pacing for an unknown reason. The patient's presenting data noted an ap/vs rhythm at or near a rate of 70 bpm. No adverse patient effects were reported.